Event description:
It was reported that while the ventilator was connected to a patient, it was noticed that the patient was not being ventilated. The patient got hypoxic and had a cardiac arrest. The patient was bagged and the patient got rosc (return of spontaneous circulation) within 2 minutes. The ventilator was replaced with another one. The final patient outcome was no injury. Manufacturer¿s ref. (B)(4).

Manufacturer narrative:
The ventilator was examined after the event and it was found with no issues and no parts were replaced. The investigation therefore consists of evaluations of the received ventilator¿s logs and the information from the hospital. According to patient¿s parameters¿ information in the log and intervals of the ventilation periods, the patient was most probably treated on this ventilator for eight days in eight ventilation periods but it is the last ventilation period which is relevant to the reported issue. In the logs there is no stop of ventilation at any time during all the covered ventilation periods including on the give date and time of event which occurred in the last ½ hour before the ventilator was set to the standby mode. During this time there are clinical alarms which may indicate less than ventilation than intended but there are no zero values or very little values. There are however ¿expiratory minute volume low¿ and ¿volume delivery restricted¿ and ¿airway pressure high¿ alarms. The alarm ¿expiratory minute volume low¿ indicate that the expired volume is below the set lower minute volume alarm limit, but the trend log shows that there was no time when it was zero. The alarm ¿volume delivery restricted¿ indicates that the targeted volume is not delivered due to reached limit of 5 cmh2o below the set upper pressure limit. The alarm will lead to termination of the inspiratory breath and goes to expiration which may be perceived as stop of ventilation. There are also two airway pressure high alarms around the time of the reported incident. This alarm will also terminate ongoing inspiration breaths which also may be perceived as stop of ventilation. The alarm could have depended on the described the ¿lots of secretions¿ there was no stop ventilation at any given time. There no technical error codes to indicate a ventilator malfunction. There are many ventilation modes¿ changes during the ventilation periods which may indicate difficulties to determine a most optimal ventilation mode for the patient. The alarms that may correspond to the reported complaint and were generated in all ventilation periods but were slightly more intensive in the last 30 minutes before the ventilator was set to standby with resulting less expired volumes but not zero. According to the hospital, the patient or the ventilator stopped ventilating, but this cannot be confirmed in the logs. The ventilator functioned all the time although sometimes with clinical alarms pointed out above due to prevailing conditions. There are no apnea alarms to indicate the patient¿s stop in ventilation. The reported stop of ventilation of the patient or by the ventilator cannot be confirmed in the logs.

Event description:
Manufacturer's ref. #: (B)(4).